Manufacturer narrative:
H3. Evaluation anticipated, but not yet begun.

Event description:
During cardiopulmonary bypass, the heart lung console display unexpectedly indicated that the system computer was not available. Manual control of pumps and safety sensors continued to be available. There were no adverse consequences to the pt as a result of this event.